Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the customer reported issue of error e433 was not able to be duplicated, however, review of fault log found error e433 occurred 8 times in the log. In addition, during testing, bipolar autocoag output found out of range and unit needs to be calibrated. Furthermore, burn in test was performed on the device and retested however, results were the same, no error e433 observed and no other functional issues were found. Additionally, the following findings during inspection were noted: minor scratches on top cover. Minor scratches and dings on front panel. Fault log review, the followings errors were recorded: e433, e433, e433, e433, e433. E433, e433, e433, e202, e202. E202, e202, e202, e202, e202. E202, e202 ,e202, e001, e001. E001, e001, e001, e002, e002. Evaluation findings through functional testing cannot duplicate the reported customer issue of error e433, however, review of fault log found error e433 eight times recorded in the log. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited an error e433 found at preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated: e1, e2, e3,g3, g6, h2, h6 and h10. Communication with the customer conveyed that the issue occurred in an or and customer stated " I think it was therapeutic procedure however, stated that she cannot remember the exact case. No further information was provided. Supplemental report(s) will be submitted should any relevant new information is available.